Event description:
The customer contacted baxter's service center regarding a check heater line alarm which occurred on the homechoice (hc) during fill 1. The technical service representative (tsr) had the home patient (hp) check the lines for kinks, clamps, and occlusions, pull down on the lines at the hc door, insure the frangible was broken, turn the heater bag over, apply pressure to the bag, and resume fill. The alarm reoccurred. The hp stated that he already changed out the heater bag. The tsr advised the hp to start over with new supplies and explained proper disconnect procedures. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of use error reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.